Event description:
It was reported that the patient was considered a potential replacement patient (prp). The patient mentioned that she did not want to follow up on it because it hadn¿t worked for years and she wished she never had it put in. She did not want to talk to her doctor or patient services about it. The patient also mentioned she would be moving out of state and would be getting a new doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v612848, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).